Event description:
Npb received information which suggests that a knightstar 330 stopped functioning while in patient use. Customer was unable to determine if patient was using device in CPAP or bipap mode, and no other specific event information could be provided. No patient injury.